Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump's reservoir opening was completely worn off. One side was cracked and the other side was wearing out. The act, up, and down arrow buttons have to be pressed harder and a few times for them to work. The screen is scratched. The lettering on the screen is fading away. Sometimes the reservoir cartridge is loose because of the cracked side. They have to do the rewind more than once per prime. The rewind noise is a lot louder than before. The vibrate alarm works but not the volume sound alarm. Customer's blood glucose level was not reported. The device was not returned.